Manufacturer narrative:
The initial investigation was performed on customer synced glucose data in data management system (dms), which is a cloud platform for eversense system. The initial investigation analysis revealed that a sensor check alert was first triggered on (B)(6) 2024, o day 09 after sensor insertion. Thereafter, multiple sensor check alerts were asserted. The customer reported that he manages to use the system for 2-3 hours, then the system returns to initialization phase and requests for more calibrations. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for sensor replacement. The returned sensor was investigated which did not reveal any performance malfunction. A further review of the raw sensor data showed instability in reference channel. When reference channel instability is detected, the system blinds the glucose data, clear the calibration circular buffer, send the user a sensor check alert, and return the system back to initialization phase. The reference channel instability was most likely due to early wear and adjustment of the sensor after insertion. The customer was given the option to have the sensor removed as a personal preference or give the system some more time to stabilize. The customer accepted the choice to get the sensor removed. No further investigation was found necessary for this complaint. B4. Date of the report updated to 13 august 2024. D9. Is this device available for evaluation? Yes, 09 july 2024. G3. Date received by manufacturer? 07 august 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where patient complained of receiving multiple several sensor check alerts. The sensor was inserted on (b)96) 2024 and the patient received sensor check alerts between (B)(6) 2024 and (B)(6) 2024. A return material authorization (RMA) was issued for sensor replacement.